Manufacturer narrative:
According to the facility, angie drape is too sticky, sticking to the drape itself and really sticking on patient making it almost impossible to remove without skin damage. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, angie drape is too sticky, sticking to the drape itself and really sticking on patient making it almost impossible to remove without skin damage.